Manufacturer narrative:
The system was examined and the reported event was not replicated. The shutdown was confirmed (via event logs). However, the cause of that reported event cannot be determined conclusively. The ethernet cable, the supervisor printed circuit board (pcb), and the key switch assembly were all replaced as a preventative measure. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery the system shut down by itself. After re-booting the system the procedure was started and completed.